Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor and power supply connectors were all reseated and the screws on the right handle were loosened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's touch screen was locking up. No pt injury was reported.